Manufacturer narrative:
H6: 4846 - bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists infection, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. The IFU the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to bacteremia. The patient first positive driveline culture was (B)(6) 2022 and first positive blood cultures was (B)(6) 2022. The patient's infections cleared and then came back with bacteremia in (B)(6) 2023 with pseudomonas aeruginosa. The patient initially presented with acute hypoxic respiratory failure that required intubation and mechanical ventilation. This was likely 2/2 a combination of breakthrough pseudomonas driveline infection. The patient's hospitalization was complicated by an episode of right sided weakness and aphasia. There was no confirmed stroke by imaging. The patient continued to have acute delirium and then developed acute worsening of heart failure again. This was in the setting of known worsening of her aortic insufficiency from tee. The patient then developed oliguric renal failure, due to clear wishes from her family that the patient would not want to be on lifelong dialysis. Family then transitioned goals of care to comfort measures only. The death was not considered to be device related, the device operated as expected, and will not be returned for evaluation.

Manufacturer narrative:
Related mfrs: 2916596-2023-01318 and 2916596-2023-01319. 4846 - bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.